Manufacturer narrative:
(B) (4). The device will not be returned for testing. (B) (4). (B) (4).

Event description:
User facility voluntary medwatch rec'd from cdrh that stated: "baby born on (B) (6) 2009, at gestation (B) (6) was in the nicu receiving multiple medications using a hospira y-type microbore extension set on (B) (6) 2010. It was discovered at 0800 there was a leak in this extension set and fluids and medications intended for the baby had leaked into the bed." The report rec'd indicated a leak of unspecified solutions during delivery to a premature infant. Though there was the potential for serious injury, there was no report of any adverse pt effects. The report was rec'd without customer contact information; therefore, no specific pt, event or add'l info could be obtained.